Event description:
It was reported to philips that "during cardio version - no r wave." The device was reported to be in use on a patient, but no adverse event to patient or user was reported. This defibrillator was being used on a patient with atrial fibrillation to perform a non-emergent synchronized cardioversion. The involved patient had a left ventricular assist device (lvad) in place. A ventricular assist device ( also known as a mechanical circulatory support device) is an implantable mechanical pump that helps pump blood from the ventricles to the rest of the body and is used in people who have weakened hearts or heart failure. This report of no r-waves during a cardioversion is consistent with ECG interference, possibly from the left ventricular assist device (lvad). The device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "during cardio version - no r wave." The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.